Event description:
From (B)(6) study, sae notification. Description: subject presented with angina. Serial troponins drawn and they were elevated slightly. She was admitted. Sub-I discharged her on medication therapy. Troponin elevation thought to be from procedure.